Manufacturer narrative:
Investigation description: complaint was confirmed through engineering logs, see files section. Alert 42 could not be duplicated. The device functioned as intended and completed 5 consecutive dry leadscrew runs with no issues. Although the alert was confirmed through the logs the issue could not be duplicated during testing, the cause for the complaint issue could not be determined. As a precaution, the mainboard will be replaced during refurbishment.

Event description:
It was reported that the ilet displayed recurring alert 42 notifications indicating an insulin current sense failure despite multiple restarts, and a replacement was arranged. Symptoms included device alarm events without reported adverse clinical effects. Outcomes included interruption of insulin delivery from the reported device and the need for replacement to restore therapy continuity. Investigation included remote troubleshooting, verification of device serial number and shipping details, counseling on data sync and device shutdown, and review of replacement delivery and return logistics. Investigation of this case revealed a malfunction consistent with an insulin sensing circuit error within the pump system, with no contributory user factors identified. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction not reproduced by troubleshooting. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.